Event description:
The customer reports that while commissioning his new truebeam, they observed a difference between inplane and crossplane at collimator angle 0 degrees. The customer turned th collimator and did not find the same shapes. The penumbra in inplane at zero degrees is not the same as the cross plane at 90 degrees (and the opposite); on the clinac they are the same. The customer now has some confusion with regard to entering data in his tps.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.